Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler did not pipette sample and reagent into wells a6, b6, c6 and d6 and no error message was generated. A field service engineer was dispatched and found dried serum on the clamp in position 6. The engineer replaced several plunger clamps, inspected the instrument and performed verification checks. No death or serious injury was associated with this event.